Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem, charger not charging a battery) was confirmed due to the l4 inductor being damaged and knocked off the bedside board. The root cause for the damaged l602 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem and would not charge a battery.